Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the wound revision was due to wound breakdown. The rep reported that cultures were taken and the patient was put on antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0z59j, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. Product ID: 3387s-40, lot# va0z2vd, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type extension. Product ID: 3708660, (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported the patient underwent left retroauricular wound revision on (B)(6) 2015. No further complications were reported.